Event description:
It was reported that there were high atrial and lv (left ventricular) thresholds. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable crt-d, (B)(6) 2010; 6944-65 implantable tachy lead, (B)(6) 2003. (B)(4).